Event description:
It was reported that there was a heat or electrical issue with the pump and charging supplies, causing the pump to overheat and become hot to touch. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, customer technical support arranged to replace the pump and provide new tandem charging supplies. The customer planned to use multiple daily injections as a temporary insulin delivery method. The customer was also instructed to put the pump into storage mode and return it using a pre-paid label, which they understood and acknowledged.